Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mid and distal right coronary artery. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, specifically during pullback, the image went completely dark upon reaching the lesion site, the image quality was poor, and severe non-uniform rotational distortion (nurd) was observed, making visualization of the lesion impossible. It was further noted that the image issues were due to air ingress. The procedure was completed with another of the same device. No patient complications were reported.